Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was ¿not functioning¿. The reporter indicated that delay in the surgical procedure was not applicable. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and found to have power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.